Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref 3005334138-2018-00149. During a persistent atrial fibrillation procedure, a pericardial effusion occurred. While collecting the geometry the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.

Event description:
During a persistent atrial fibrillation procedure, a pericardial effusion occurred. While collecting the geometry the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient and the procedure was canceled. The physician believes patient anatomy contributed to the perforation. There were no performance issues with any abbott device.